Manufacturer narrative:
Investigation pending.

Event description:
Called after talking to another technical support (ts) - asked how to print results from 11-7-2021 - the account runs ~ 600 a day. The g8 stores 800 so this has already been over-written so cannot print from the g8 - ts found that this account is using the 723rp software- and checked the c: drive /copula/data but there was no data base stored on the c drive. Ts advised her to find where the data is backed up and informed her that the g8 only stores 800 per day. The customer wanted help explaining potential discrepant results. The patient was tested by the g8 in the past two years and his results ranged from 7.5% to 8.2%. In the last four months his provider didn¿t believe the results were accurate and followed up with serum glycated protein testing as an alternative method. The patient has no hemoglobin variant as tested by electrophoresis and his average glucose concentration is <105 mg/dl ; buffer reagents: s8-153g, s8-252g, s8-352g; column lot # gc0999s; calibrate every 4000. Acct provided control & pt c-gram from [date] and the results from the 2 reference labs - quest and arup. The provider is wondering if it happened with other patients too. Although we cannot cross check every abnormal sample, we will recheck any result they think is suspicious. Serum fructosamine: nov 11, 2011; 229 nmol/l; (ref. Interval 205 ¿ 285 umol/l). Oct 7, 2021; 235 nmol/l. Jul 7, 2021; 159 nmol/l. Serum glucose testing I believe always at point of care (office test) and not recording in his chart. However, last basic metabolic panel. Jun 21, 2021; glucose 95 mg/dl. Sep 16, 2021; glucose 105 mg/dl.. As I understand from his provider, his type ii diabetes is well under control..